Event description:
The physician was using a complete se iliac peripheral stent in treatment of a lesion. No abnormality noted during preparation or inspection of the complete se device prior to use. During the surgery, the complete se iliac peripheral stent was expanded completely in the lesion, but the physician found there were 3-4 soldering points in the middle of the stent that were broken/deformed. The stent deformation was noted while the physician inflated the stent. No difficulty /resistance during removal of the delivery system. The physician used a same model device to cover the stent. No further clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation, results: no results available since no evaluation performed (device or procedural images not provided for review), deformation problem, (no device received for evaluation); evaluation, conclusion: unable to confirm complaint (device or procedural images not provided for review), device not returned. (B)(4).